Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the non-tortuous and severely calcified common femoral artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for used. During the procedure, the balloon ruptured upon third inflation at 6 atmospheres for 10 second. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as result of the event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).